Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer cleared the alarm and reported that the pump supplies would be changed. There was no reported adverse impact to the customer¿s blood glucose level.